Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to post-operative wound infection. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.